Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks to the patient for atrial fibrillation (af) with rapid ventricular response (rvr). The device delivered 3 shocks that converted the rhythm. Technical services (ts) referred the patient to follow up with their clinician. This ICD remains in service. No additional adverse patient effects were reported.